Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the implantable cardioverter defibrillator (ICD) suddenly went into backup operation. The ICD was restored upon second interrogation; however, the ICD was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
The reported backup operation was confirmed. The device with voltage above elective replacement indicator (eri) was returned in one piece for analysis. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of the device image indicated reset error occurred, consistent with time of event device having been dropped in the field. User manual states sterility, integrity, or function cannot be guaranteed upon device being dropped. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal with no anomalies.